Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that bifuse cracked causing smof lipids to not infuse for an unknown amount of time could not be verified due to the product not being returned for failure investigation. A device history record review for model 10794983 lot number 20036895 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of component damage with leakage with lot #20036895 regarding item #10794983. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that y microbore ext w/luer & 2 sld clp was cracked and caused underinfusion. The following information was provided by the initial reporter: material no: 10794983; batch no: 20036895. It was reported that bifuse cracked causing smof lipids to not infuse for an unknown amount of time.

Manufacturer narrative:
The initial reporter also notified the FDA on 13 october, 2020. Medwatch report # (B)(4). Report source other: medwatch report. (B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint that bifuse cracked causing smof lipids to not infuse for an unknown amount of time could not be verified due to the product not being returned for failure investigation. A device history record review for model 10794983 lot number 20036895 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25mar2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that y microbore ext w/luer & 2 sld clp was cracked and caused underinfusion. The following information was provided by the initial reporter: material no: 10794983 batch no: 20036895. It was reported that bifuse cracked causing smof lipids to not infuse for an unknown amount of time.